Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the insulation of the right atrial (ra) lead had breached resulted in blood infiltrated the proximal connector of the ra lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were insulation damage and ¿blood infiltrated the proximal connector of the electrode.¿ as received, a complete lead was returned. The reported event of ¿blood infiltrated the proximal connector of the electrode¿ was confirmed. Visual examination of the lead found blood in the inner diameter of the connector pin. This lead design has an open inner lumen from the pin to the lead helix so blood in this inner lumen is not unexpected. It does not indicate any issue with the lead function. The reported event of insulation damage was not confirmed. Visual examination of the lead did not find any anomalies to the outer insulation. Electrical testing was normal. A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.